Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have not returned the device to physio-control. It is unknown if the customer will be returning the device for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported to physio-control that their device would not power on when the on/off button was pressed. The customer also reported that the lid latch is broken. There was no patient use associated with the reported failure.